Event description:
The advocate stated, the customer tested her blood glucose using her contour meter and his contour meter. Her contour read 400 mg/dl, while his contour read 87 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate ended the call before any other info could be obtained. Customer service attempted to call the advocate back, but the number provided was no longer in service. No product will be returned.